Event description:
The disposable loading unit was used with an auto suture multifire endo gia 30 disposable stapler during a lobectomy procedure. Reportedly, the knife disengaged. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.